Event description:
On (B)(6) 2012, it was reported to 3m espe that a drill broke during an implantation procedure for a mdi (B)(4) implant on (B)(6) 2012. However, the fragment of the drill was left in the bone and the implant was inserted on the fragment. Three months later, the implant became loose and was removed. Subsequently, the fragment of the drill was removed using a lindemann bur. The surgery was performed without complication. According to the dentist the pt is fine. It is not known if a new implant was set.

Manufacturer narrative:
Method, results and conclusions: the fragments of the drill involved in this case were not returned to 3m ese for eval.